Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for h6. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - correction. H6: investigation conclusion - correction - disregard codes 18 and 192 from the previous follow-up submission, as they were entered incorrectly.

Event description:
Subsequent to the initial supplemental, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).